Manufacturer narrative:
The investigation determined that lower-than-expected vitros tsh results were obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. A definitive assignable cause for the discordant vitros tsh results could not be determined with the information provided. Based on reported quality control performance, a vitros tsh performance issue is not a likely contributor to the event. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event as results from the patient samples were reproducible across two different vitros reagent lots. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation therefore, cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The customer did not carry out any additional testing to rule out the presence of an interferent in the sample, therefore, the presence of an unknown sample interferent causing the lower-than-expected vitros tsh results cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot: 6920 and 6970.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. Patient 1, vitros tsh lot: 6920 result of 0.31 miu/l vs. The expected result of 1.56 miu/l. Patient 1, vitros tsh lot: 6970 result of 0.38 miu/l vs. The expected result of 1.56 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if the lower than expected vitros tsh results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).